Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The investigation determined that the battery inoperable error message was due to a software timing issue between the internal battery and the charger circuit. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).

Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that a "battery inoperable" error message was displayed on an astral device. The resulted in an audible alarm which notified the caregiver of the error message. There was no patient injury reported as a result of this incident.